Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. [(B)(4)].

Event description:
"Literature article entitled, ¿dual mobility cups in revision total hip arthroplasty¿ by anthony viste, et al, published by international orthopaedics (2017), vol. 41, pp. 535-542, was reviewed. The purpose of our study was to evaluate the dislocation and aseptic loosening rates of a dual mobility construct in revision total hip arthroplasty (tha) implanted between 2006-2011. The dual mobility cup used in this study were competitor products. The events associated with the competitor cup, liner, and femoral heads are not captured in this complaint. This complaint will capture the depuy stems that were revised in the initial revision surgery. Implanted depuy products: 91 corail stems, 74 kar stems, and 5 reef stems secured with screws. The femoral heads, cups, and liners were competitor products. Results: the above stems were revised for infection or aseptic loosening. Captured in this complaint: 170 depuy femoral stems and 5 reef femoral screws: implant loosening/interface implant to bone. Patient harms: infection, medical device removal, inadequate osseointegration, surgical intervention. "